Manufacturer narrative:
(B)(4). D10: 650-1157 delta cer fem hd 28/+3mm t1 lot number is unknown, 110024462 g7 dual mobility liner 40mm d lot number is unknown, 51-100080 tprlc 133 fp type1 pps so 8.0 lot is unknown. G2: foreign: south korea. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. Subsequently the patient felt pain and a revision occurred due to intra-prosthetic dislocation (disassociation). The head, liner, and bearing were exchanged. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 6 weeks and 5 days post implantation due to intra-prosthetic dislocation (disassociation). The patient was experiencing pain and the head and liner were exchanged. There is no additional information available at the time of this report.